Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of stent barb torn. Block h11: an advanix biliary with naviflex rx delivery system was received for analysis. Visual inspection was performed and found the push catheter suture hole, stent suture hole and the stent barb were torn. Additionally, the stent barbs were deformed. No other damages were noted to the device. Product analysis confirmed the reported events of stent failure to deploy and device use of device issue - user error. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The IFU cited: "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed", however, the physician did not follow the step cited in the IFU which could have affected the overall performance of the device. If the guidewire was not retracted when deploying the stent, there is a possibility that the amount of force applied to the device could damage the stent suture hole, the push catheter suture hole as well as the stent barb. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an advanix biliary with naviflex rx delivery system was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, while the physician was attempting to deploy the stent, the guidewire was not retracted, preventing the successful deployment of the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." This complaint has been deemed MDR reportable based on the investigation result which revealed the stent barb was torn. Please see block h11 for the full investigation details.